Event description:
It was reported that the deep brain stimulation (dbs) patient became unresponsive mid case and the procedure was aborted. The patient showed signs of syncope, fainting, and loss of consciousness. The lead was opened but was never used. The physician assessed that the device and procedure were most likely not the cause of the event, however it is unknown what may have caused the patient to become unresponsive. The patient was released from the hospital and has fully recovered.